Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the instrument does not automatically reload. The clip falls from the jaw before it is closed. There was no pt consequence.